Event description:
Related manufacturer reference number: (B)(4). It was reported that noise was seen on the right ventricular (rv) and right atrial (ra) leads via a review of remote transmission. The patient had symptoms of dizziness. The leads were removed and replaced with a competitor device system. The patient was stable and without complication before, during, and after the procedure.